Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited noise on the ventricular channel. The patient preformed provocative movements but no signs of noise was visible. The device was reprogrammed and remained implanted. The patient's condition was good and no further actions would be taken.